Manufacturer narrative:
.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.